Event description:
It was reported that after adjusting the dose and pushing down the clever, no apokyn medication would come out of a bd¿ pen ii mylan. This has happened since two months after patient started using it, and it does not happen with every use. Customer¿s verbatim: ¿ patient's wife states pen makes strange noise and not medication will come out. The caregiver shared that the apokyn pens do not last. When she turns it and goes to push down the lever, it goes down but nothing comes out. She said it started "acting up" 2 months after they started using it and that it does not happen with every use. ¿

Manufacturer narrative:
B.5. Describe event or problem : it was reported that after adjusting the dose and pushing down the clever, no apokyn medication would come out of a bd¿ pen ii mylan. This has happened since two months after patient started using it, and it does not happen with every use. Customer¿s verbatim: ¿ patient's wife states pen makes strange noise and not medication will come out. The caregiver shared that the apokyn pens do not last. When she turns it and goes to push down the lever, it goes down but nothing comes out. She said it started "acting up" 2 months after they started using it and that it does not happen with every use. ¿ d.4. Medical device catalog #: 47314378, d.1. Medical device brand name: bd¿ pen ii mylan, d.4. Medical device lot #: 16218001, d.4. Medical device expiration date: n/a, h.4. Device manufacture date: 2016-08-18.

Event description:
It was reported that after adjusting the dose and pushing down the clever, no apokyn medication would come out of a bd¿ pen ii mylan. This has happened since two months after patient started using it, and it does not happen with every use. Customer¿s verbatim: ¿ patient's wife states pen makes strange noise and not medication will come out. The caregiver shared that the apokyn pens do not last. When she turns it and goes to push down the lever, it goes down but nothing comes out. She said it started "acting up" 2 months after they started using it and that it does not happen with every use. ¿

Manufacturer narrative:
H.6. Investigation summary: two (2) samples were provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of complaint sample a revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy. All doses were within specification, and the pen functioned as intended. An injection sequence was executed using a 29g x 12.7mm bd pen needle and cartridge. Initial evaluation of complaint sample b revealed broken radial tab. The root cause of the broken pen body component is most likely due to material fatigue from prolonged exposure to stress as a result of molding imperfections. The tool inserts which control the radial tab geometry were replaced during refurbishment of the pen body mold tool. Effectiveness of the corrective action is to be monitored through trending of broken pen complaints for lots produced post-refurbishment (jan 2016).

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after adjusting the dose and pushing down the clever, no apokyn medication would come out of an unspecified bd¿ pen. This has happened since two months after patient started using it, and it does not happen with every use. Customer¿s verbatim: ¿ patient's wife states pen makes strange noise and no medication will come out. The caregiver shared that the apokyn pens do not last. When she turns it and goes to push down the lever, it goes down but nothing comes out. She said it started "acting up" 2 months after they started using it and that it does not happen with every use. ¿